Event description:
The facility's biomedical engineer reported an infusion pump with a failure code 812:02. The biomed received a report from the facility's nursing department that this failure occurred while a nurse was removing tubing from the pump, and that this device was not in use on a patient at the time it went into this failure code.